Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2016. Product event summary: the lead was not returned for analysis, however, performance data was collected from the device and analyzed. Analysis revealed the capture threshold consistently measured greater than 2.5 volts from (B)(6) 2016.

Event description:
It was reported that the right ventricular lead had chronically high threshold when the manual threshold measurement in the office was 2.0 volts at 0.4 milliseconds. The physician was notified, no programming changes were made, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.